Manufacturer narrative:
At the time of this report, mentor has received no information regarding actual explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unknown mentor gel breast implant has experienced postoperative implant rupture and breast mass on the right side. The patient has had lumps on her right breast for six months and has had a biopsy performed. Patient reported the lump continues to grow and changes position. The patient stated that implants will be removed next month, but at the time of this report, mentor has received no information regarding actual explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional patient detail information; patient date of birth was added. Manufacturer¿s reference number: (B)(4).